Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, an solitary event of non-sustained right ventricular oversensing was noted. It was later determined that slow ventricular tachycardia was present with blanking periods thereby causing non-sustained right ventricular oversensing. The undersensing was suspected due to blanking periods. The recommended programming changes were made. The patient was stable.